Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering while they were in high altitude areas. The customer¿s blood glucose level was 165 to 60 mg/dl at the time of one of the incidents. The customer could not eat enough to correct the lows. The customer was at 8,000 feet above sea level at the time of the incidents. The customer mentioned having trouble regulating their blood glucose when they are active. The customer stated the pump was exposed to a magnetic field during their pacemaker testing. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and not occluded.